Event description:
It was reported that malfunction code 3 occurred with the customer's device. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for the replacement of the pump and confirmed the shipping address. The customer was instructed to use multiple daily injections as a backup therapy and was advised on how to put the existing pump into storage mode before returning it. The customer acknowledged the instructions and agreed to return the problematic pump using a pre-paid label within ten days.